Event description:
End user stated that he was moving to the kitchen counter when he stopped the tdxsp-cg power chair just lunged forward jamming his right big toe into the counter pushing it backwards into his foot. End user stated that when seeking medical intervention they advised his due to the kind of break he had they would not be able to repair the damage and the only alternative would be to have his toe amputated.